Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen (2000 mcg/ml at an unknown dose) via an implanted pump. On (B)(6) 2020 the hcp was calling because they wanted the pump off password because ¿it is not working¿ and the patient wanted it out. The reporting hcp did not know what was wrong with the pump ¿it just stopped working¿ and ¿probably malfunctioned¿. The reporting hcp did not know when the issue began. The pump off password was provided to permanently stop the pump at the managing physician¿s request. No patient symptoms were reported. No further complications have been reported as a result of this event.